Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported by sales rep.right.reason(s) for revision: unknown.asr revision. Asr was semented into a 74mm tm revision shell (zimmer).